Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated, and the remaining longevity was noted to be much lower than expected. Technical support was contacted and confirmed that the device longevity was normal, and the unexpected value was only due to a diagnostic anomaly. The event will be resolved when the device is interrogated at the next follow-up appointment. The patient was stable with no consequences.